Event description:
The customer reported in the past two weeks that they have had numerous incidents of fluid (chemo) seeping out around the male luer at the connection at the bd autoguard IV catheter. No details regarding dates of events or lot numbers affected provided. All info is anecdotal as there are no written reports of any specific events. There was no report of pt harm or med intervention. No additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.